Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Photographs were provided. A photographic inspection was conducted. The tension spring assembly was observed to be disconnected from the seal. An investigation was conducted on10/0/2019. Only the delivery device, aortic cutter, and seal was returned for evaluation. Signs of clinical use and heavy amounts of blood was observed on the delivery device as well as on the aortic cutter. The white plunger on the delivery device was fully depressed and the blue slide lock was disengaged. Heavy amounts of blood were observed in the delivery tube indicating that there was an attempt to insert the delivery device into the aorta, therefore no measurements were able to be taken. The tension spring assembly was not attached to the seal, indicating that an attempt was made to remove the seal from the aorta. The seal was observed to be in unwrapped/ unraveled. Based on the returned condition of the device, the reported failure "failure to unfold or unwrap" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when they removed the proximal seal from aorta, it was not faciliated, not loosen, so after cutting all suture, pull out the seal itself. When removing the seal in the aorta, it must be unwrapped but not loosened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), when they removed the proximal seal from aorta, it was not faciliated, not loosen, so after cutting all suture, pull out the seal itself. When removing the seal in the aorta, it must be unwrapped but not loosened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.